Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had issue with audio and vibration mode. The customer¿s blood glucose level was unknown. Customer also state that they failed during vibrate test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test, no audio/vibrate anomaly noted. (B)(4).